Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the weld where the back cane attaches on the right side by the axle has come apart. She also states that the left side is coming apart.